Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .035 3mm x 260cm fixed core ptfe-coated j-curve emerald diagnostic guidewire was broken at the "soft/rigid junction; spur out". The wire kinked while being used. The wire "broke" and the "sharp" core was exposed. There was difficulty tracking the wire throughout the procedure. There was no reported patient injury. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The vessel was not calcified or tortuous. There was no "drilling" or "jack-hammer" technique used to recanalize the vessel. The wire tip was not visible on fluoroscopy throughout the procedure. There was no resistance or friction between the wire and other devices. The wire was not advanced through an existing stent. The wire tip did not repeatedly prolapse during placement. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35264535 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.